Event description:
It has been reported that the syringe 3ml ll tip bulk convenience pak has been found missing label information before use. The following has been provided by the initial reporter: it was reported that the lot number was not printed on the tray package.

Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Correction: lot number provided. New investigation/DHR to be completed. The following information has been updated: b.5. Describe event or problem: it has been reported that the syringe 3ml ll tip bulk convenience pak has been found missing label information before use. The following has been provided by the initial reporter: it was reported that the lot number was not printed on the tray package. D.4. Medical device lot #: 8143668. D.4. Medical device expiration date: 2023-05-31. H.4. Device manufacture date: 2018-06-18.

Event description:
It has been reported that the syringe 3ml ll tip bulk convenience pak has been found missing label information before use. The following has been provided by the initial reporter: it was reported that the lot number was not printed on the tray package.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a single sealed 3ml convenience tray from p/n 309702. The tray was from cavity 1. The top part of the printed batch # was not printed across the entirety of the 7-digit number. The first three visible partial digits appeared to be ¿814.¿ small drops of ink were visible around the batch # print. By reviewing manufacturing database, the partial batch # was further narrowed down to likely begin with 8143. Based on the partial batch # the product was likely manufactured in early june 2018. Potential root cause for partial / illegible batch print is likely due to ink build up in the top web printer resulting in the malfunction of its operation. As part of UDI implementation, the printing process was changed by (B)(6)2018. The changes included a new type of printer installed which employs different technology to print variable batch, expiration and 2d barcode information. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It has been reported that the syringe 3ml ll tip bulk convenience pak has been found missing label information before use. The following has been provided by the initial reporter: material no: 309702, batch no: unknown. It was reported that the lot number was not printed on the tray package. We are unable to determine what the product lot number is.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 3ml ll tip bulk convenience pak has been found missing label information before use. The following has been provided by the initial reporter: material no: 309702, batch no: unknown. It was reported that the lot number was not printed on the tray package. We are unable to determine what the product lot number is.